Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2017; 419478 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead exhibited high coil impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.